Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 07/27/2016 with the following findings: the pump cover was opened and no loose internal component was found. The complaint was not duplicated during testing. Unrelated to the complaint, the battery compartment was cracked. The display was dim and discolored. The ok button was intermittently unresponsive. The keypad was removed and evidence of contamination was found under all button contacts.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a casing/condition (loose internal component) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.